Event description:
The implantable neurostimulator (ins) was returned to the manufacturer when it was replaced. The return paperwork indicated that the battery was not depleted; it was being returned for disposal only. The paperwork also noted that the lead was replaced due to positioning difficulties. No additional details were provided. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.